Event description:
It was reported that during an open colectomy, staples of the distal part were malformed at the 1st firing when the device was used for a function end-to-end anastomosis. Additional suture was performed to complete the case. Reinforcement material was not used. The firing force was not higher than expected and there was no tension in closing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).